Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an 81-year-old male patient, the device inappropriately shut down and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The device was recertified and returned to the customer. Review of the logs indicated that the coulomb counter was reset in error (pressed without actual battery replacement) and manual self tests had been performed. Due to both of these items, the device was unable to prompt any change battery messages and the monthly self tests were delayed. The device continued to give a green checkmark because the device looks at the coloumb counter to determine battery status. The battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.